Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the pump powered up with an inoperable vibratory alarm. The pump cover was removed to find internal moisture on the printed circuit board and vibratory motor. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Additionally, the display screen had a pinkish contrast.